Event description:
Femoral and tibial block under resected both the distal femur and proximal femur by at least 2mm on each side although the overall alignment was acceptable. Surgeon would not accept the positioning of the femoral block that was provided for the cpi femoral jig due to concerns of notching the anterior aspect of the femur. Thirty minute extension to the case to readjust the component positioning via the mechanical sizing guide.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.